Event description:
The customer stated that the device shut down and will not turn back on. No patient involvement.

Manufacturer narrative:
MFR's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the complaint, identifying the intermittent loss of 12 volts in the device circuitry. Cause of the loss is due to insufficient solder on one of the power supply circuit board transformer pins causing intermittent contact. Resoldering of the transformer pin resolve the issue. The device was repaired and returned to the customer.